Event description:
It was reported that while the account was cleaning the device there was fluid that looked like blood coming out of the end of the unit. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was confirmed. The motor was replaced and preventative maintenance was completed. The device has been repaired and returned to the account.